Event description:
It was reported that the patient underwent implant of a new ICD, due to normal eri (elective replacement indicators), and upgrade to a dual chamber system. After the ICD lead was placed in the right ventricular apex, revealing good pacing and sensing function, the patient's blood pressure abruptly dropped to 60 systolic. Fluid, blood, and dopamine were given with improvement of the blood pressure. An intracardiac echo revealed no effusion. The patient was never symptomatic. He maintained his saturations with supplemental oxygen. He stabilized and was able to have fluids, blood, and dopamine stopped. The other leads were placed and attached to the ICD with defibrillation testing deferred until a later date. The patient was sent to ICU for monitoring. The system remains implanted/in use.